Manufacturer narrative:
Unit received with broken battery cap. Unit passed the self test and displacement test. All buttons functioning properly. No damage in the keypad assembly noted. The keypad connector j2/lcd locked properly during visual inspection. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer¿s blood glucose level was unknown. The customer reported that the buttons were less responsive and had to hit multiple times to react. It was reported that the battery cap won't lock into place. The insulin pump will not be returned for analysis.